Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Customer also said white coating came off handles and handles now look black on this device.

Event description:
It was reported that during a patent ductus arteriosis procedure , the surgeon was using the clip to secure a vessel when the clip scissored . The clip almost severed vessel but did not do so, the surgeon was looking through loops and prevented vessel from being transected. Unknown how case completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.